Event description:
Received a verbal report in 2005 from dialysis clinic that a pt experienced a hypotensive episode a week earlier this episode occurred after two hours of the dialysis treatment. Reportedly, the pt reported symptoms of a sudden onset of back pain, low blood pressure, shortness of breath. The pt also experienced chills with slight fever and mild itching. The clinic questioned whether the pt was septic, so a blood culture was drawn. Also, the clinic questioned if the symptoms were related to the dialyzer or an alergic reaction. The treament was stopped and pt lost 30 ml of blood. A new system was set up in rn reported antibiotics were given and treatment completed. As same blood culture reveals no growth. A new dialyzer was also ordered for next treatment. A request was made after the verbal report of this event for the treatment sheets and information regarding this event. In 2005 treatment sheets received and reviewed. Pt continues dialysis treatment. There is no sample available was thrown out by clinic.